Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime the device during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The device had a cracked case at the display window corners and battery tube threads. The device had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 110 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.